Manufacturer narrative:
The thunderbeat hand instrument referenced in this report was returned to olympus for evaluation. The teflon pad was melted at the proximal end and it came off. The jaw and probe were slightly misaligned. There were no fractures or dents on the probe. However, the evaluation noted abrasion marks on the probe and in a similar site on the electrode of the grasping section. The abrasion mark indicates that the probe and electrode of the grasping section were in direct contact (jaw closed) without any tissue in between while the output was activated.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure the user heard a metal scraping sound when thunderbeat hand instrument was activated; the hand instrument continued to work well. However, a short circuit error appeared on the display. The user felt like there was tissue in the proximal part of the upper jaw between the pad and the probe. The user attempted to clean the hand instrument but it was activated for three seconds while the jaw between the pad and the probe. The user attempted to clean the hand instrument but it was activated for three seconds while the jaw was closed and damaged the hand instrument.